Event description:
The report from the affiliate indicated that five (5) days after the index procedure, the pt complained of chest pain as was taken to the hosp. Coronary angiography revealed thrombus was confirmed in the previously implanted cypher stent. Aspiration of the thrombus was done as treatment for this sub acute thrombosis (sat). The dr commented that the probable cause of this thrombotic event was that the vessel distal to the lesion was narrow and the blood flow was not smooth and that the pt also continued smoking. The index procedure was an elective case. The target lesion was the distal right coronary artery (rca). The lesion was reported to be: concentric, a bifurcation lesion, not de novo, an in-stent-restenosis (isr) of a previously placed tsunami 2.5/20 mm stent, absent of pre-existing clot, not calcified, not tortuous, 19 mm in length, and type b2. The lesion was pre-dilated with a 2.5/15 mm balloon at 10 atm for 30 sec. A cypher 2.5/23 mm stent was implanted at 14 atm for 30 sec. The stent was not post-dilated. The flow pre-procedure was timi 2 and post-procedure timi3. The residual stenosis was 25%. An act was not recorded. Pre-procedure medications were: aspirin 200 mg/day, ticlid 200 mg/day. Intra-procedure medications were: heparin 8,000 units, warafin potassium 2 mg/day, aspirin 200 mg/day, cilostazol 200 mg/day. Post-procedure medications were: wafarin potassium 2 mg/day, and cilostazol 200 mg/day. Please note that device is distributed outside the united states; however it is similar to the united states product. The product is not available for evaluation and testing.